Manufacturer narrative:
The returned device was evaluated which included functional testing. The sensor passed visual testing but failed continuity testing due to the solder joint on the white conductor was not covered completely by the white electrical tape; causing exposed solder joint. As a result, sensor has a short between the white conductor and nickel plated copper shield at the detector solder joint assembly. Sensor is malfunctioning.

Event description:
The customer stated that two dci have been intermittently working. Emitter will display then cut out. Now sensors are not illuminating at all. Both from same lot e16k6e. Customer placed new sensors with same cable, working fine. Please replace. No consequences or impact to patient was reported.